Event description:
It was reported the pump was replaced as the pt had experienced escalating and uncontrolled pain. The pump was replaced as well as the pump connector due to the catheter being kinked. The drug in the pump was morphine at a concentration of 40 mg/cc and a dose of 6 mg/day. No outcome was reported.

Manufacturer narrative:
Results code other= pump connector.

Manufacturer narrative:
The pump was returned for analysis. Final device analysis results revealed - no anomaly found the catheter was not returned for analysis therefore no device analysis could be performed.